Event description:
It was reported that the patient was experiencing inadequate stimulation and difficulty charging the ipg. The patient underwent a revision procedure.

Event description:
It was reported that the patient was experiencing inadequate stimulation and difficulty charging the ipg. The patient underwent a revision procedure. Additional information received that the patient was doing well postoperatively and the explanted ipg was not returned as it was discarded by the facility.